Event description:
It was reported that the right ventricular lead exhibited failure to capture. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. The patient was in stable condition.